Event description:
The clinician was drawing blood off of the retracted safety barrel, when the needle came back through the chamber, resulting in a needlestick injury.

Manufacturer narrative:
The actual sample involved in the incident is not available for eval, however, a rep unit will be returned for analysis. Add'l info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).